Manufacturer narrative:
It was reported those two years after the index procedure, upon a recent angiogram the trapease filter was found fractured. The filter was intact after the initial insertion, and there was no difficulty inserting the filter. Originally, the filter was place in its proper position, and the filter was not tilted. There is no information available regarding the patient's medical history or indication for the filter insertion. It is not known if the patient had any other procedures since the filter was inserted. No further clinical or procedural information is available. A cd with images pertaining to the fractured filter was received and reviewed by an independent interventional endovascular radiologist. It was reported that a single cd-rom containing images from the implantation procedure and subsequent lumbar spine x-ray from were submitted for review. Of note, it was reported that the time difference between the index procedure and the follow-up film is three years. The reviewer reports that initial venogram was performed from the jugular approach. The ivc is normal in caliber. There is no evidence of ivc thrombus. Inflow from the renal veins is well delineated bilaterally. The filter is placed at the level of l2 in the infrarenal ivc. The filter appears well-expanded. There is a convex right lumbar scoliosis with marginal osteophyte formation. Osteophytes are most prominent at l2-l3 and l3-l4. Subsequent images are obtained from plain film images of the lumbar spine taken in three years later. These images demonstrate interval fracture of the trapease filter. At the junction of the inferior cone and body struts, all of the junctions are fractured except one. At the junction of the superior cone and the body shunts, 2 of the junctions are fractured. The filter is deformed. There is a metallic fragment seen separate from the filter itself; possibly imbedded in the ivc wall. No contrast is administered. The filter has not migrated since initial placement. A trapease ivc filter was noted to be incidentally fractured three years post implantation. With the limited clinical information and images provided it is difficult to derive an accurate and definitive conclusion regarding the cause of the nitinol fatigue in this case. One possible explanation is the location of the filter relative to the lumbar spine scoliosis. The filter was located at the apex of the scoliosis and immediately adjacent to a large osteophyte. This may have exerted excessive external force on the body strut resulting in nitinol fatigue and subsequent fracture. The possibility of a large embolus or extrinsic mass causing the strut fracture exists but seems much less likely based on the information provided. It was reported by the reviewer that this patient should be carefully monitored at regular intervals to assess for new strut fractures. Additional strut fractures could increase the potential for subsequent filter migration. Because of the multiple fractures and resultant architectural deformity, impaired filter function is possible and consideration to placing a suprarenal ivc filter should be made. Direct inspection of the filter, if it is ever explanted, would be useful in further evaluation. Filter strut fracture is a known potential adverse event associated with vena cava filter implantation procedures and is listed in the IFU as such. The device is not available for analysis; it remains implanted. The lot number of the implanted device is not known; therefore a device history record review cannot be completed. Based on the independent review of the available films, there are identified patient factors and vessel characteristics may have contributed to the fracture. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
If implanted, give date (yyyy/mm/dd) the year is 2008. Additional information will be submitted within 30 days of receipt.

Event description:
The physician indicating that two years after the index procedure, upon a recent angiogram, the trapease filter was found fractured. The filter was intact after the initial insertion, and there was no difficulty inserting the filter. Originally, the filter was place in its proper position, and the filter was not tilted. There were no previous films that show that the filter was fractured. No further information was available.